Event description:
The product was used during a hernia repair procedure. The suture broke as knots were being tied. No pt injury reported. The surgeon applied another suture to complete the procedure.